Event description:
Pt using a newlife oxygen concentrator ignited a cigarette and became engulfed in flames.

Manufacturer narrative:
Oxygen concentrator is being held by the lawyer for the estate of dk. Pt while using the oxygen concentrator attempted to ignite a cigarette at which point she became engulfed in flames which ultimately lead to her death. The oxygen concentrator warning label on the unit states "the oxygen produced by this device vigorously accelerates combustion. No smoking or open flames are allowed within 5 feet of: this device or any oxygen carrying accessory." This warning is also in the pt manual (instructions for use) supplied with every oxygen concentrator.